Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the blade became too blunt to continue. The procedure was successfully completed using a second device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4) - blade dull/poor cutting. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.